Event description:
The patient was reportedly experiencing intermittencies and loss of lock. External equipment was exchanged and programming adjustment was made; however, this did not resolve the issue. The decision was made to explant the patient's device. Surgery will be scheduled.